Manufacturer narrative:
The company representative evaluated the unit and found that the cpu would not recognize the hard drives. A loaner unit was provided to the customer while the customer returned the unit for repair.

Event description:
The customer reported that while a patient was being monitored on the panorama central station with ambulatory telepack, the central station had an orange screen causing a loss of patient monitoring. No patient injury was reported.